Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was taken to the emergency room at 7:30am by his wife. When the patient's wife woke up, the patient was at the side of the bed kneeling, sweating and disoriented. Additionally, his skin was pale and clammy. The cgm was displaying "high" and a finger stick was checked and it was 108 mg/dl. The patient was hungry prior to going to the ER and ate ice cream. At the ER, a nurse checked the patient's bg; however the patient's bg was too low that a value did not register on the meter. The nurse started IV dextrose an hour later, the nurse checked the patient's bg an hourand it was 52 mg/dl while the cgm was displaying 229 mg/dl. It was reported that they (no specifc information on whom) initially thought the patient had a stroke due to the patient's history of tia or a mini stroke that he had 3 weeks prior to this event. Blood work and a computed tomography (CT) scan was done and the results were normal. The patient was in the ER for 5 hours before being discharged. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6)was returned for evaluation. An external visual inspection was performed and no damage was found. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer¿s complaint is confirmed because the transmitter failed testing. No additional patient or event information is available.